Event description:
It was reported that the event occurred while in the cath lab during insertion. The md started with a 6 fr/110 cm ((B)(4)) spring wire guide (swg) through the tip of the catheter and the swg broke. As a result, the catheter and wire were removed. A new kit was used with a 6 fr/60 cm swg w/o issue. Per the nurse there was no report of pt death, complication, injury or medical/surgical intervention required. There was a delay or interruption in therapy. The pt outcome is the pt's procedure went on as planned with no harm to the pt.

Manufacturer narrative:
(B)(4).